Event description:
It was reported by service report that the pins on the head wall side of the data cable were bent to the point where it was not repairable causing nurse call to not function. The customer could not determine whether there was pt involvement or if adverse consequences occurred.